Event description:
On (B)(6) 2026, it was reported that the patient faced infusion set cannulas were kinked. The patient had high blood glucose (507mg/dl) and went to emergency room (ER) and then admitted in the hospital where intravenous (IV) and fluids of saline and insulin were given for the treatment.

Manufacturer narrative:
MDR 3003442380-2026-85562 / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.